Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a bad battery alarm and failed battery test alarm. Customer's blood glucose was 85 mg/dl. It was reported that alarm history showed an off no power alarm and low battery alert. Customer did not have a new battery to continue troubleshooting. Customer was advised that insulin delivery stopped as a result and to check everything once new battery is received and to call back should issue persist.